Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's spouse that 9 years and 11 months post implant of this annuloplasty ring, the ring was explanted and replaced with a non-medtronic valve. No adverse patient effects were reported. No further information was made available.